Event description:
7 mo white male received in pacu. White blister noted on left ring finger. S/p bilateral myringotomy with tube insertion. Discovered that another co's pulse ox probe had been used with the co's pulse oximeter machine which may have caused second degree burn. A label attached to probe does warn of possible burn if used with incompatible unit.